Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported stopped using his cervical system due to ineffective and positional stimulation. A cervical fusion was undertaken at an unk date to provide pain relief and the leads were accidentally cut during the procedure.